Event description:
During a follow-up interrogation, a message was displayed, "overload on shock". The physician decided to explant the device.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. A message was seen during the follow-up. Conclusion: the device was rec'd with a portion of the lead ela. A first visual inspection of these lead portion revealed damages to the external insulation; it was sent for analysis. Available follow up data revealed: a warning message "overload during last shock in 2008", 33.9j was charged but 0.0j delivered. Noise and over-sensing events since seven months prior to event, were confirmed through the analysis of pt files in the ventricular channel, they lead to inappropriate shocks three days prior to event, but an overload condition occurred during the last shock delivery. The reported warning message for an overload during last shock is a protection designed to prevent permanent ICD damage when a short circuit is detected between the ICD can and the defibrillation lead within the first microseconds of the shock pulse. This behavior corresponds to the device specs. Visual examination of the ICD case under magnification revealed "flash points" on the case's titanium surface. Such flash points occur when defective insulation in a defibrillation lead allows current to pass from the lead coil to the ICD case, at the beginning of a sock. This short-circuit condition activates the overload circuit described above, preventing destruction of the ICD, but delivering no shock energy; the phenomenon occurs generally when a lead with an insulation defect is in contact with or wrapped around the ICD case. The instructions for use advise physicians to coil excess lead length in a separate pocket from the ICD to avoid this problem. The electrical characteristics of the returned unit are within specs. The observed noise with oversensing and the reported overload condition, combined with the observed flash points on the titanium case resulted more likely from a lead issue. The device is retained in the returned product storage area.